Manufacturer narrative:
On (B)(4) 2013, customer service rec'd a call from (B)(6) asking for a return goods authorization indicating that they will return a valve implanted in another facility that the doctor had to explant because it was leaking around the tube. After repeated attempts, q.a. Manager was able to speak to the doctor on (B)(6) and he indicated that the tube had a hole that probably was punched during the original surgery but it was not noticed. After almost a year of low pressure the doctor decided to replace the valve with a new one. The patient is doing well now with an iop between 10 to 12mm hg. The valve in question was returned t(B)(4) 2013 in a container. Under microscope examination several cuts were observed on the silicone plate on top and bottom of the valve pocket. The drainage tube was cut 5mm away from the valve. During visual examination a hole in the tube was observed 1mm away from the valve body. Valve was primed to check functionality but it was leaking from the hole. The flow test and closing pressure test could not be performed since the tube was too short and had a hole on the side where the water was leaking. The device history file was reviewed and prior to release to market all documents indicated that the device met all requirements for distribution.

Event description:
During a period of almost a year the patient had low iop, but without any complications. However, recently the patient started to have some discomfort. The original surgery was performed in a different center. The valve was replaced with a new one without any complications. The patient is currently doing fine with controlled iop. The valve was replaced with a new one without any complications. The patient is currently doing fine with controlled iop. The original explanted device was returned to the manufacturer because it was leaking around the tube.